Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) crts (B)(4) (con) [related event: 703451141-wire fell out of neck, ins moved in 2009]: information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patient stated that their ins was not working and they wanted to know how often the ins batteries needed to be changed out. It was indicated that it was unknown when it was first noticed the ins wasn¿t working, but the patient stated that they had not used the ins in three years as they were in (B)(6) and it was warm there, so they didn¿t need to use the ins, but now they were back in (B)(6) and it was cold. No further complications were reported/anticipated.